Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the proximal to mid right coronary artery. A 4.00 x 38 synergy ii drug-eluting stent was deployed to treat the lesion. A 4.5mm x 15mm non-bsc balloon catheter was then advanced for dilation; however, the balloon got caught on the proximal end of the stent struts and had pushed the stent a little bit. A 4mm x 12mm synergy stent was then deployed in the proximal segment and the procedure was completed. No patient complications were reported and the patient's status was fine.